Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report filed (B)(4) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device (B)(6) 2015. This report filed january 18th, 2016.